Manufacturer narrative:
(B)(4). Additional information regarding the patient: according to the reporter; the patient is doing well, no reoperations were required, and it was sutures spitting through the skin and leaving hypertrophied scars, which is still visible as skin damage to which the cause was uncertain as to if it was a result of the suture or of the patients wound healing. It was further provided that no x-ray was required and the portions of sutures spitting were recognized by the patient after which the doctor removed those parts of the material.

Manufacturer narrative:
(B)(4). Additional information is not known and has been requested of the account without any response as of yet. Should additional information become available, the record will be updated with the new information. For product explant date has been left blank as the date of (B)(4) 2015 is the date of the original procedure and the date of explant was not provided. Lot #, expiration date and device manufacture date are blank as the user account has provided these details are not available.

Event description:
According to the reporter; after an upper arm and thigh streamlining, were the complete right part was sewed with the v-loc device and the complete left side with caprosyn sutures, broken parts of the v-loc device were removed. Hypertrophic scarring also resulted in the patient. No product return is expected as the device was destroyed. There was no additional blood loss, extension of incision, no change of the procedure type, and no loss of or damage to tissue.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one photo. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product, and an evaluation of the returned sample. Visual inspection of the photo noted that it depicted a wound along the waist line of a female patient; dehiscence was observed at the pelvis of the right side. The returned sample, as received by medtronic, was found to not meet medtronic quality release specifications after application in the clinical setting and the reported condition was confirmed. Based on the product analysis, there was insufficient evidence to determine if the failure was attributed to the reported event. The file was concluded to be could not be reliably determined. Should new information become available, the file will be re-opened and reassessed at that time.